Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low amplitude and high pacing threshold measurements. Physician suspected the lead had migrated or dislodged, however it was never confirmed. The patient underwent a surgical revision and the lead was successfully repositioned. The ra lead remains in service. There were no additional adverse effects reported.